Event description:
It was reported that the right ventricular (rv) lead had failed. Partial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: other product: d314trg bi-ventricular defibrillator, implanted: 2011-(B)(6); 5076-52 non-defib lead, implanted: 2006-(B)(6); (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.